Event description:
The customer reported that the system would not display an image. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the number 2 power supply and tested the esd kit. The system was tested and found to be working as intended and put back in service.